Event description:
While using byte aligners, a patient experienced a tooth fracture on tooth #20 at the gingiva margin and it is unrestorable. The doctor recommended extraction and implant replacement.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.